Manufacturer narrative:
The biomedical engineer (bme) reported that the one of their telemetry transmitter (tele) / bedsides are flipping between each other. Tech support (ts) was able to confirm that the two beds do not have duplicate ips or bed ids. When they stopped monitoring the bedside and began monitoring it again the issue continued. The bme later reported that the issue was resolved by restarting the multiple patient receiver (org). No patient harm was reported. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D1 brand name. D4 model number. Catalog number. Serial number. UDI number. D10 concomitant medical device. G4 PMA / 510k number. H4 device manufacture date. Attempt #1 04/15/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 04/19/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 04/25/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Central nurse's station. Model: cns-6201a. Sn: (B)(6). Device manufacturer date: 01/13/2016. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Zm telemetry transmitter(s) model: ni. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the one of their telemetry transmitter (tele) / bedsides are flipping between each other. Tech support (ts) was able to confirm that the two beds do not have duplicate ips or bed ids. When they stopped monitoring the bedside and began monitoring it again the issue continued. The bme later reported that the issue was resolved by restarting the multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bed ID on one of their telemetry transmitters was swapping back and forth between it and a bedside monitor (bsm) at the central nurse's station (cns). Technical support (ts) was able to confirm that the two beds do not have duplicate ips or bed ids. Un-monitoring and re-monitoring the bsm did not resolve the issue. The bme later reported that restarting the multiple patient receiver (org) resolved the issue. No patient harm was reported. Investigation summary: based on the resolution details, a possible cause may have been user error with channel settings or a network connection issue for the org at the time of the event. Signal overlap can occur if the channels are set too close to each other. Channel settings may need to be adjusted depending on the electromagnetic environment at the customer's site. The org operator's manual includes details on channel settings and guidance on environmental interference. Initializing the org can be done to reset settings and refresh its network connection. Network disruptions may affect data communication between the org, zms, and cns. This can occur due to issues with local network hardware such as loose cable connections in the antenna system or momentary power loss on the network switch that the org was connected to. A review of the complaint device's serial number and customer's complaint history does not show recurrence or other similar complaints. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d10 attempt #1: 04/15/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #2: 04/19/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Attempt #3: 04/25/2024 emailed customer via microsoft outlook for all items in the ni list above. No reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receiver (org) (the device that experience the malfuntion: model: ni. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm telemetry transmitters: model: ni. Sn: ni. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from ni to pu-621ra. D2b device product code: corrected the product code from drg to mhx. D4 additional device information / model #: corrected the model # from ni to pu-621ra. D4 additional device information / catalog #: corrected the catalog # from ni to pu-621ra. D4 serial #: corrected the serial # from ni to 1527. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the bed ID on one of their telemetry transmitters was swapping back and forth between it and a bedside monitor (bsm). Technical support (ts) was able to confirm that the two beds do not have duplicate ips or bed ids. Un-monitoring and re-monitoring the bsm did not resolve the issue. No patient harm was reported.